Event description:
The customer reported via phone call that the insulin pump was over delivering on (B)(6) 2022. User did not state blood glucose event at the time of over delivery but current blood glucose was 62 mg/dl. User stated they had weakness and dilated eyes during this event. The user treated the low blood glucose with carb intake. The user also stated they were also hospitalized on (B)(6) 2022 due to a low blood glucose of 40 mg/dl. User stated they were found unconscious by their partner after user had eaten dinner. The user was treated with intravenous infusion and carb intake. Troubleshooting was provided for the low blood glucose. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.